Event description:
It was reported that the patient underwent a posterior cervical fusion at c2-t1. Sometime post-op it was reported that the c2 set screw disengaged from the bone screw. Fusion has not occurred. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.